Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that upon visual inspection all four snaps and pins on the housing have been broken off. The evidence was inconclusive, but the broken snaps damage was likely due to mishandling/misuse. Failure analysis also observed that the chassis was cracked at top backend. The instrument may have been dropped causing the snaps to break. No material was missing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were approximately .196 - .200 in length and not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that when double fenestrated grasper instrument was taken off from the system, the blue housing came apart after a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.